Event description:
It was first reported that the patient experienced a jolting sensation and the device moving. It was further reported that the right ventricular (rv) lead exhibited oversensing noted on stored episodes and triggered a lead integrity alert (lia) for high rate non-sustained episodes and short ventricular intervals. Additionally, it was noted that the patient had the cardiac resynchronization therapy defibrillator (crt-d) implanted in breast tissue and had possible twiddler's syndrome. The right atrial (ra) lead and rv lead had a positioning/placement issue. The ra lead had no capture. The lv lead had high thresholds and no capture. The rv lead had intermittent capture. The device and lv lead remains. The ra lead was explanted and replaced and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.